Event description:
It was reported to boston scientific that an endovive two port through the peg jejunal feeding tube (j-tube) 80cm, was being used for the purpose of administering medication for the advance stage of parkinson's disease. The procedure date was (B)(6) 2012. According to the complainant, the j-tube kinked and due to pressure a bezoar was noted. There were two ulcerations of the c duodenal. One located on the upper knee and one located on the lower knee. The physician attributed the bezoar to the intake of high fiber foods. The j-tube was removed on (B)(6) 2013. The ulcerations are being treated with pantoprazole 40 mg per day. It was reported a new j-tube will be placed when the ulcerations have healed. The patient's condition was reported to be good.

Event description:
It was reported to boston scientific that an endovive two port through the peg jejunal feeding tube (j-tube) 80cm, was being used for the purpose of administering medication for the advance stage of parkinson's disease. The procedure date was (B)(6) 2012. According to the complainant, the j-tube kinked and due to pressure a bezoar was noted. There were two ulcerations of the c duodenal. One located on the upper knee and one located on the lower knee. The physician attributed the bezoar to the intake of high fiber foods. The j-tube was removed on (B)(6) 2013. The ulcerations are being treated with pantoprazole 40 mg per day. It was reported a new j-tube will be placed when the ulcerations have healed. The patient's condition was reported to be good.

Manufacturer narrative:
(B)(4) kinking of the j-tube. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.